Event description:
It was reported that a remote transmission showed that the atrial lead had small p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194-88 lead, implanted: (B)(6) 2004. (B)(4).